Event description:
Procedure:liver resection. According to the reporter: the instrument was fired across liver tissue and the portal vein. When the instrument was opened, it was discovered that no staples fired, but the knife blade deployed. The surgeon experienced difficulty removing the stapler through the trocar because it would not close. The pt was opened and transfused with blood products. Bleeding was controlled with the use of cautery and sutures.

Manufacturer narrative:
Initial report sent to FDA on 03/6/2009.